Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the impedance on the atrial lead was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: c154dwk implantable cardioverter defibrillator 2008-(B)(6); (B)(4) implantable tachy lead 2005-(B)(6); 4194 implantable pacing lead 2008-(B)(6). (B)(4).

Event description:
It was reported that the impedance on the atrial lead was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.